Event description:
It was reported that a patient was monitored after implantation of a ncb pp dist fem plate r 15th l317 mm on the right side following a periprosthetic fracture. It was reported that the patient rolled over in bed and loud pop occurred. X-rays showed that screws pulled out of bone with plate, while one screw was left in bone. Revision surgery took place on (B)(6) 2014 and the plate was removed.

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report was reported for review. Where lot number was received for the device, the device history records was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information becomes available and an investigation results be available, an amended medical device report will be submitted. (B)(4).